Event description:
It was reported that during a ptca procedure in a tortuous rca, a wire separation occurred. Reportedly, resistance was met while removing the wire. The separated portion remained in the coronary anatomy and aortic arch. A side branch had been inadvertently intubated.